Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Reoccurrence of reflux and no date is known. Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Yes, egd, please describe and include the dates of the procedures. Unknown. Are pictures or videos available? No. How many beads eroded? 3. Where were the eroded beads positioned? Posteriorly. Which best describes the device removal approach? Done laparoscopically. 1. Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date. No beads were removed endoscopically. 2. Endoscopically removed the eroded beads & laparoscopically removed the device the same day. No. 3. Endoscopically removed the entire device. No. 4. Laparoscopically removed the entire device. Yes. Was the patient stented? No. What is the current condition of the patient? Last reported doing fine. Is the device available for return? No.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The DHR for lot 18500 was reviewed. No ncs, reworks, or defects related to the pc were found. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos available? How many beads eroded? Where were the eroded beads positioned? Which best describes the device removal approach: endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date; endoscopically removed the eroded beads & laparoscopically removed the device the same day; endoscopically removed the entire device; laparoscopically removed the entire device? Was the patient stented? What is the current condition of the patient?

Event description:
It was reported that during a linx procedure, there was erosion of the device into the esophagus. The reflux symptoms did return. The procedure was completed by explanting the linx and performing a toupet fundoplication.